Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube window, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer treated with manual injections. Customer had symptoms such as dry mouth, general bad feeling and little nausea. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check their settings. The customer stated that the reservoir compartment is damaged. The customer also mentioned low battery alert. The product was not returned for analysis.